Manufacturer narrative:
Eval results - other: the battery contact tabs are compressed, and there is some battery corrosion in the compartment.

Event description:
It was reported that the sitter select alarm had an inaudible alarm and the user had to push in the battery door for the alarm to sound, no pt injury or contact reported.